Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump display screen cannot be cleared. The customer's blood glucose reading was 135 mg/dl at the time of incident. Troubleshooting found that the display screen is frozen before and after a battery change. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.

Manufacturer narrative:
The insulin pump passed all functional testing, including idle current test, run current test, self test, off no power test, a21 error test, basic occlusion test, occlusion test, prime test, no delivery test, displacement test and rewind. No unexpected low battery alarm noted. The insulin pump had no calibration error alarm or frozen screen noted. The insulin pump had cracked display window and cracked reservoir tube lip.